Event description:
The customer reported a device error, service require message displayed on the device. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.